Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff had an air leak. It was discovered during patient use. The event occurred in jan-2024. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: two pictures were included in agile attachments for evaluation, no defects were found. One sample was received without the original package. During visual inspection no defects were detected in the sample. The sample was tested for leak test; no leaks were detected. The failure mode of ¿leaking¿ was not confirmed. A device history record could not be completed as no lot number was received.